Event description:
Initial info was received from an agent from allergan and received by (B)(6) on (B)(6) 2011: a pt of unk age and sex received treatment with poly-l-lactic acid (sculptra) (lot number and expiration date were not provided) no dosing info on an unk date for an unk indication. An agent from allergan received a report from an evaluating physician, who reported on a pt who received hyaluronic acid (juvederm) and lidocaine with sculptra and lidocaine, and another unidentified product. The pt experienced signs and symptoms of an anaphylactic reaction within 15-20 minutes of injection into the facial area. The pt was treated with diphenhydramine hydrochloride (benadryl) and epinephrine, and stabilized. The evaluating physician thought that lidocaine was the cause and doesn't want an official report filed according to the allergan reporter. No medical history or concomitant medications were provided. No further relevant info was provided. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: this case is confounded by the concomitant administration of juvederm and lidocaine. As indicated by the physician, the reported reaction could be attributed to lidocaine.